Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing. Review of the log files did not show any evidence of the reported malfunctions. The device passed the final test successfully, was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed self test and was alternating in and out of self-test mode on the display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.